Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All alarms received during testing were properly recorded at the alarms history file. However, the insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they noticed a bent cannula during normal use and high blood glucose of 475 mg/dl was experienced. Troubleshooting advised customer on insertion and taping techniques. No further information was given.